Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, a patient was hospitalized due to a 9 hour vision blur. There were buckles of the corneal descemets membrane, mixed conjunctival congestion, aqueous flare(+++); membranous effusion in the pupil of the nasal side; exudate in the vitreum; retina was flat. There was unplanned medical and surgical intervention. A vitrectomy was performed. In the surgeon's opinion the device did not cause/contribute to the event. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. (B)(4).